Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system would not power on. Upon troubleshooting, fse powered on the unit and found no issues. No further action was taken from philips. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.